Event description:
The physician attempted to implant a resolute integrity drug eluting stent in the ostium of graft to pda, which was reported to exhibit 50% stenosis. The resolute was unable to pass an existing implanted stent which was in the graft to the pda. Resistance was noted during the attempted delivery; upon removal of the device stent damage was noted. A balloon was used to complete the case. No clinical sequelae reported. Device evaluation the distal tip was flared indicating that it may have been stubbed during advancement. The distal balloon folds were opened and disturbed . A number of struts on the 4th and 5th distal stent segments were raised and overlapping.

Manufacturer narrative:
Evaluation results: inherent risk of procedure -failure to deliver stent and stent deformation. Caused by another device -the root cause of the reported event was most likely due to a previously deployed stent in the vessel. Conclusion: another device caused failure-the root cause of the reported event was most likely due to a previously deployed stent in the vessel. (B)(4).